Event description:
Boston scientific received information that during the implant procedure, it required more than ten rotations of the connector tool faster than one turn per second to extend the helix on the right atrial (ra) lead. It was also not possible to retract the helix. The impedance measurements were appropriate through the pacing system analyzer (psa), but through the device they were greater than 2000 ohms. As the physician felt a "click" when extending the helix, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The firm stylet was returned inside the lead and was bent approximately 35 degree at 2 cm from terminal pin. This is the location of the cathode coil fracture. The helix extended with no sign of damage or defect. Dried blood was noted in the helix housing and at the neck region. There was also a trace of tissue noted on the helix. The lead did not pass continuity testing due to the fracture at the distal end of the terminal pin. Helix mechanism testing could not be performed due to the fracture in the cathode coil.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.